Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a (B)(6) female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing using the returned 12 lead ECG cable and multifunction cable without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults associated with a device malfunction outside the user advisories for lead off condition. No trend is associated with reports of this type.